Event description:
During an ablation procedure an epicardial and pleural effusion occurred. Under fluoroscopy the tacticath catheter translucency was not as expected and the catheter was replaced. At the end of the procedure a mild pleural and epicardial effusion were diagnosed. The patient is stable. There were no performance issues with any abbott device.

Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device met specifications for electrical testing, temperature testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. Additionally, the catheter met specifications during leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion may have been procedural related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The scheduled procedure was ventricular tachycardia ablation. When the procedure was completed, ECG and fluoroscopy confirmed a perforation occurred in the left ventricle. A pericardiocentesis was performed to stabilize the patient.